Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 silicon coding around the jaws of the hemopro device came off inside of the patient. It was retrieved with another device from same incision. No patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000240788 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 08/22/2022. An investigation was performed on 08/23/2022. A visual inspection was conducted. The product was returned with the jaws taped shut with black tape. The tape was carefully cut off and removed. Signs of clinical use and light evidence of blood were observed on the jaws. The shrink tube band was observed to be peeled off the metal shaft, exposing the metal shaft tip. The missing band was not returned for evaluation. A microscopic evaluation was conducted. The clear silicone insulation of both the hot and cold jaws was observed to be intact. Small surface level scratches were observed on the jaws, which did not puncture the surface. No defects were observed on the heater wire or rest of the harvesting device. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was not confirmed; however the analyzed failure "peeled; shaft" was confirmed.